Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for non-malignant pain for failed back surgery syndrome. It was reported that starting in 2018, the implantable neurostimulator battery was not holding a charge. The implantable neurostimulator battery reached its end of service on (B)(6) 2019. There was no allegation of abnormal battery depletion; however, the patient had only been implanted for 7 years before the rechargeable implantable neurostimulator reached its end of service. Additionally, when the patient saw the end of service message, he tried to do a timed ¿trickle charge.¿ the trickle charge would kick out after 5 minutes. The implantable neurostimulator showed that it was charging, and he ran it all day and fell asleep with it on. The patient got an electrical shock down his left leg when attempting to charge the implantable neurostimulator. There were no further complications reported.